Event description:
The customer reported that the video display started to become very pixilated on the central nurse's station (cns) display. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the video display started to become very pixilated on the central nurse's station (cns). According to the customer, the video information is unreadable now. The customer requested that the unit be exchanged. There was no patient injury reported. Investigation summary: evaluation of the returned device was able to duplicate and confirm the reported issue of pixelated display and found that the display unit of the monitor had gone bad. The failure of the display unit is likely a result of a hardware failure. The following fields are not applicable (na) to this report: the following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 08/19/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 08/22/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 08/25/2022 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 08/19/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 08/22/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 08/25/2022 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 08/19/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 08/22/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 08/25/2022 emailed the customer via microsoft outlook for patient information: no reply was received. The following fields are not available (n/a) to this report: d4 UDI d10 attempt # 1: 08/19/2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 08/22/2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 08/25/2022 emailed the customer via microsoft outlook for device information: no reply was received. Manufacturer references # (B)(4) follow up 001.

Manufacturer narrative:
The customer reported that the video display started to become very pixilated on the central nurse's station (cns). According to the customer, the video information is unreadable now. The customer requested that the unit be exchanged. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the video display started to become very pixilated on the central nurse's station (cns) display. There was no patient injury reported.